Manufacturer narrative:
Multiple attempts have been made on 26mar2025, 03apr2025, and 14apr2025 to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating it was observed that there is moisture on the system leak test hose. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided parts ID for the tubing kit for replacement. Resolution and disposition are pending - investigation is ongoing.